Manufacturer narrative:
Result: siderails inner and outer panels.

Event description:
It was reported through a stryker field tech that 13 maternity beds have damaged siderail panels. No adverse consequences were reported.